Manufacturer narrative:
Refers to the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 600 mcg/ml of fentanyl at 1000 mcg and bupivacaine at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient presented to the ER stating that their catheter was not working and had not been for months. No seroma, withdrawal, or medication withdrawal symptoms were present per the ER physician. The pump logs were read and nothing abnormal was noted. No alarms were present in the logs. Alarm date was listed as (B)(6) 2017. Patient compliance was an issue as the patient reportedly had no managing physician for the pump after their prior healthcare provider discharged them. When the rep listed several pump physicians in the area, the patient reported that they had been to them all and had either been discharged or the referral had not been accepted. No intervention occurred at the ER. No surgical intervention occurred or was planned. The patient's products were still implanted and they were instructed to follow-up with their primary care physician. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury". Additional information was received on (B)(6) 2017 from the consumer. The healthcare facility name and address was provided. The patient reported that they went to the ER because they were experiencing pain. The patient reportedly had a cat scan and "as per test, it should last to 6 months." The patient returned home and was still experiencing pain. Additional information was received on (B)(6) 2017. The hcp with the most information was reported as being the patient's managing physician. Per the patient's medical record, the hcp was trying to find another office to manage the patient's pump due to compliance issues. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter identified damage to the transition tube. If information is provided in the future, a supplemental report will be issued.